Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported problems with insulin leaking from the reservoirs. The mother requested the remaining reservoirs replaced. Nothing further was reported.